Manufacturer narrative:
The patient had a stanmore non-invasive extendible distal femur replacement which was implanted in march 2009 following her diagnosis with osteosarcoma of the left femur. The exact cause of the event could not be determined because insufficient information was provided. It should be noted that the need to revise the non-invasive extendible prosthesis in a growing child is a well-recognised and anticipated failure mode of the device. The device reached its maximum growth length, and thus required replacement to meet the needs of the growing child. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
The surgeon has reported that the jts distal femur implant has reached its maximum extension and therefore requires revision.